Event description:
It was reported that the left ventricular (lv) lead had failed to capture and was capped. The lead was tested again later and was found to be working normally. The lead was reconnected to the device and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4), bi-ventricular implantable cardioverter defibrillator, 2008 (B)(6); 6947, implantable tachy lead, 2011 (B)(6); 3830, implantable pacing lead, 2008 (B)(6); 6947, implantable tachy lead, 2008 (B)(6). (B)(4).